Event description:
Approximately three months post heartware lvad implantation, the site reported that the patient controller alarmed loudly. There was no visual message on the controller screen showing the reason for the alarm or pump parameters. The patient noted that the controller was running hot and a burning smell was coming from the cables. The controller was exchanged with no reported patient injury.

Manufacturer narrative:
Preliminary analysis of the controller showed that it had a defective display (pcb). This finding was re-assessed per our sop requirements and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.

Manufacturer narrative:
The controller associated with the complaint was returned to heartware for testing and analysis. Review of the device history records confirms that the device met all specification for release. Log file confirmed a communication error between the user interface controller (uic) and display module. The controller failed functional testing and indicated a failure in communication between the liquid-crystal display (lcd) printed circuit board (pcb) and uic processor. Further analysis determined that this was due to a faulty lcd board.